Event description:
The pt experienced a fairly severe shocking sensation when putting the time right on the clock and when checking impedances and therapy. Impedance measurements were good, reporting for problems. It was noted that he has fallen a number of times and probably hit his abdomen and not his head. He had an x-ray for pain over his ribs on the right side. The pt came in for an urgent care f/u. He had two swallow studies which showed he was aspirating. He was reprogrammed reducing the rate from 140 to 130 and was able to talk easier. He will have a f/u swallow study. The device was giving him therapy. He will be seen in two months or before hand if he has more problems.

Manufacturer narrative:
(B)(4).